Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter read inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient obtained a blood glucose result of ¿385 mg/dl¿ with the subject meter and ¿in the 100's mg/dl¿ with another device, performed within an unspecified time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient manages his diabetes with insulin. Due to the alleged results, the physician increased the patient¿s insulin dose (amount not specified). The patient did not specify developing symptoms or receiving any additional treatment. It is not known if the patient tested his blood glucose on another device. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury and no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.